Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that their cycler experienced multiple air detected in cassette alarms in fill 1 of 5. The patient cancelled treatment after the alarms, at which time, fluid was discovered leaking out of the cycler set door. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they spoke to the patient, however the patient declined to provide any information behind the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they could not confirm if the patient completed treatment on the day of the event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information received confirmed that patient was not able to complete treatment on the day of the event. It was reported that when the cycler door was opened, fluid poured out. Additionally, it was reported that the patient¿s doctor was notified of the event and the patient had cultures drawn as a precaution. The patient was not treated with prophylactic antibiotics and did not report any fever, signs or symptoms of infection. The cycler is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A 3 hour simulated treatment post- accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that their cycler experienced multiple air detected in cassette alarms in fill 1 of 5. The patient cancelled treatment after the alarms, at which time, fluid was discovered leaking out of the cycler set door. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they spoke to the patient, however the patient declined to provide any information behind the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they could not confirm if the patient completed treatment on the day of the event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is available for return to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.